Event description:
The customer reported that following a thyroidectomy in which the lf1212 device was used, the patient could not speak. The patient was placed in the ICU for 48 hours and given medications to treat the inflamation. Surgeon suspects lateral thermal spread of ligasure deive affecting the recurrent laryngeal nerve. Site reports the patient is getting better. No further details made available from site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site. If additional information pertinent to the incident is obtained a follow-up report will be submitted.